Event description:
The user reported the catheter hub cap detached when the syringe was removed from the catheter. The device was replaced and the procedure completed without further complication. No harm or injury was reported.

Manufacturer narrative:
Device eval: no device will be returned for eval. The customer did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based on similar complaints and MFR date, the root cause may be attributed to the assembly process. Corrective actions were implemented in december 2012. This device was manufactured prior to implementation of the corrective actions.